Event description:
It was reported to boston scientific corporation on july 30, 2008 that a captiflex polypectomy snare was used during a colonoscopy procedure in a female patient (weight unknown) in 2008. According to the complainant, "...when the physician removed the polyp with the snare and when the physician removed the snare from the scope[,] the polyp was stuck in the sheath of the snare. The wire appeared to be twisted within the sheath and the snare would not reopen. The physician cut the sheath to retrieve [the] polyp." No patient complications were reported as a result of this event, and following the procedure, the patient's condition was reported as "fine."

Manufacturer narrative:
The device was discarded. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.